Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B)(6)2010. The lens was explanted on (B)(6)2010, due to excessive vaulting. Subsequently, the pt experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. The icl was exchanged for shorter lens.

Manufacturer narrative:
(B)(4)